Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged cable crimp. For clarification, a dislodged cable crimp makes the cable appear to be broken. The crimp is located approximately 31mm from the distal tip. The broken cable that was dislodged from the crimp is found approximately 48.49 mm from the distal tip. Due to the dislodged crimp the instrument failed manual articulation at the pitch input and exhibited imprecise motion when tested on the in-house system. Additional observation related to the customer complaint: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed due to the dislodged crimp. The instrument passed engagement and recognition. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument moved in the opposite direction to the master control, and the joint's range of motion was not functioning properly. There was no report of fragment(s) falling inside the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.